Manufacturer narrative:
The device history record was reviewed and it was confirmed that products were produced accomplishing quality requirements. The used samples were received for evaluation. A visual and functional inspection was performed, as result the leaking was found between the purple connector and the tube. The failure mode reported by the customer it was confirmed. The possible root cause could be a dimensional gap between the connector and tubing. A formal corrective and preventative action investigation was opened in the manufacturing site to improve the dimensional gap between the cross spike connector and tubing, this will help mitigate leaking. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 2017-08-24.

Event description:
The customer has reported that there is an issue at the junction of the spike and tubing of the feeding set. Issue was discovered during priming.